Event description:
Per study, the pt's family had called the physician's office to inform them that the pt had expired in 2006 and to cancel all appointments. Non-cardiac death, exact cause is unknown. Physician was called to find out the cause of death. They did not know because they did not sign the death certificate and didn't know who had.